Event description:
It was reported, the patient was experiencing pain at her ipg site. The ipg pocket was revised in order to place the ipg deeper. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.